Event description:
Report rec'd from (B)(6) stating that the device cannot secure cutter. The device was not being used during surgery. It is unk if injury or medical intervention occurred. No add'l info provided.

Manufacturer narrative:
The device was evaluated and the reported condition of "cannot secure cutter" was not confirmed. If add'l is rec'd, a supplemental report will be sent.